Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During the analysis of the device the flowgate proximal shaft was examined, it was found to be scraped and wrinkled/deformed on several places along its length. Under magnification the shaft was found to be perforated at approximately 36.5cm from its proximal. The flowgate inflation tubing was ruptured/perforated. The shaft was kinked/deformed at the middle and distal shaft. The flowgate balloon section was also found to be ruptured. No other anomalies were observed. During functional testing, the flowgate device was prepped per the device direction for use(dfu) and attempts were made to inflate the balloon. It was found that the balloon failed to inflate with air because of the perforation/holes in the inflating tubing. Based on the device analysis, it appears the flowgate sustained damage (kinks, wrinkles, punctured shaft and balloon) during the clinical procedure while advancing the balloon catheter to the target lesion. Due to the ruptured inflation shaft and balloon, the flowgate could not be inflated during functional testing and the reported catheter shaft leak was confirmed. An assignable cause of procedural factors has been assigned to the reported event and analyzed anomalies since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural factors during use, the product performance was limited.

Event description:
It was reported that the mid-shaft of the balloon catheter was leaking. The balloon catheter was removed and the procedure was completed successfully using another balloon. There were no clinical consequences reported to the patient.

Event description:
It was reported that the mid-shaft of the balloon catheter was leaking. The balloon catheter was removed and the procedure was completed successfully using another balloon. There were no clinical consequences reported to the patient.